Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11. One ampere¿ rf ablation generator was received for evaluation. Visual inspection revealed the connectors, switches, and labels were free of physical damage. When power was applied, the ampere completed post (power-on-self-test) and the screen came up normally. Firmware of the ampere generator was identified as a 1.0.6 ous. An equivalent remote and a known-good footswitch were connected which communication was established. Evaluation testing which includes functional, resistance, and temperature testing were all successful. The ampere was functioning as intended during investigation. The reported event can be confirmed by logs review. Inspection of the log files on the reported event date revealed a lag processing symptom. Inspection of the returned logs on the ablation logs section also showed 0w in power output which consistent with the field reported symptom. Based on the information and investigation provided to abbott, the reported symptom was not duplicated during investigation however the root cause was isolated software design. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. The ampere¿ rf ablation generator was released to triage for disposition. A corrective action was implemented to address this software design issue. UDI information (d4) and 510k (g3) are not provided within this report as this product (model h700489) is an ous configuration not available in the us and is therefore not referenced in the gudid database.

Manufacturer narrative:
UDI information (d4) and 510k (g3) are not provided within this report as this product (model h700489) is an ous configuration not available in the us and is therefore not referenced in the gudid database.

Event description:
During a cti flutter ablation, the generator was not able to deliver any rf energy resulting in cancellation of the procedure. In the right atrium 38 rf lesions where attempted to be delivered but none of the 38 lesions delivered the selected power of 30w or 35w. The case was abandoned due to not being able to block the cti line after many lesion attempts and delayed procedure time. After the patient left the ep lab it was discovered in the rf log of the recording system that all 38 rf lesions gave 0w in power output.